Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl. It was reported that the controller would not turn on. The patient stated he was treated at the hospital for osteomyelitis by undergoing an amputation. The patient is still admitted in hospital at the time of the report. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
In the case description, the user mentioned that the controller would not turn on. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. The controller was able to charge, turn on, and boot up with no issues. Review of the android log files downloaded from the controller found no abnormalities that would prevent the controller from turning on. The logs show that that the battery charge dropped to 0 and the controller turned off, before turning back on on the date of the investigation. No evidence of the controller being plugged in to charge during the last day of use was observed in the logs. The logs show that the controller was actively used during the timeframe of 17oct2024-23oct2024 and the system was delivering insulin and correctly responding to the user's blood glucose levels. The controller was determined to function as intended.